Event description:
Customer reportedly received results of 505 mg/dl and 171 mg/dl within 10 minutes on the advantage system (meter, comfort curve strip lot number 549307, expiration date 12/31/2007). The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The suspect product is the comfort curve test strips.